Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078779) on 15-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal and pelvic zones became painful"), uterine inflammation ("inflammation of uterus and female organs"), philadelphia chromosome positive ("bcr was elevated"), mixed connective tissue disease ("ana, sna, mixed connective tissue disease"), genital haemorrhage ("in between bleeding") and inflammation ("body with severe inflammation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concomitant products included butamirate citrate (butiran), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), metoprolol and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), philadelphia chromosome (B)(6) (seriousness criterion hospitalization), mixed connective tissue disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("monthly cycle began becoming painful to extreme painful"), abdominal pain ("abdominal and pelvic zones became painful"), nausea ("nauseated/nausea"), lethargy ("lethargy"), abdominal pain lower ("cramping"), malaise ("malaise"), arthralgia ("extremely severe joint pain"), back pain ("back pain"), inflammation (seriousness criterion medically significant), blood count abnormal ("elevated blood count"), adnexa uteri pain ("pelvic area including ovaries, uterus and tubes/abdominal and pelvic zones became painful/chronic pain"), uterine pain ("abdominal and pelvic zones became painful/chronic pain/pelvic area including ovaries, uterus and tubes"), menorrhagia ("my cycles have been heavier"), swelling ("swelling"), abdominal distension ("bloating"), blood pressure increased ("elevated blood pressure"), heart rate increased ("elevated heart rates"), ovarian cyst ("cysts on my ovaries"), night sweats ("night sweats "), body temperature increased ("elevated temperatures"), infection ("unidentifiable constant infections"), abdominal pain upper ("painful to stomach"), scar ("scar tissue"), autoimmune disorder ("autoimmune issue") and impaired quality of life ("my quality of life has suffered"). The patient was treated with ondansetron (zofran), imatinib mesilate (gleevac) and surgery (d and c, leep). At the time of the report, the pelvic pain, uterine inflammation, philadelphia chromosome positive, mixed connective tissue disease, genital haemorrhage, dysmenorrhoea, abdominal pain, nausea, lethargy, abdominal pain lower, malaise, arthralgia, back pain, inflammation, blood count abnormal, adnexa uteri pain, uterine pain, menorrhagia, swelling, abdominal distension, blood pressure increased, heart rate increased, ovarian cyst, night sweats, body temperature increased, infection, abdominal pain upper, scar, autoimmune disorder and impaired quality of life outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, arthralgia, autoimmune disorder, back pain, blood count abnormal, blood pressure increased, body temperature increased, dysmenorrhoea, genital haemorrhage, heart rate increased, impaired quality of life, infection, inflammation, lethargy, malaise, mixed connective tissue disease, nausea, night sweats, ovarian cyst, pelvic pain, philadelphia chromosome (B)(6), scar, uterine inflammation and uterine pain with essure. The reporter considered menorrhagia and swelling to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, disability/permanent damage, required intervention and other serious) but did not specify it to one of the events. Another top specialist said though my bcr is elevated I did not have leukemia. Diagnostic results: on an unspecified date, the patient underwent ultrasound scan and cat scan. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078779) on 15-aug-2018. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal and pelvic zones became painful"), uterine inflammation ("inflammation of uterus and female organs"), philadelphia chromosome positive ("bcr was elevated"), mixed connective tissue disease ("ana, sna, mixed connective tissue disease"), metrorrhagia ("in between bleeding"), autoimmune disorder ("autoimmune issue") and inflammation ("body with severe inflammation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included butamirate citrate (butiran), duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), metoprolol and thyroid (armour thyroid). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant), metrorrhagia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), inflammation (seriousness criterion medically significant), dysmenorrhoea ("monthly cycle began becoming painful to extreme painful"), abdominal pain ("abdominal and pelvic zones became painful"), nausea ("nauseated/nausea"), lethargy ("lethargy"), abdominal pain lower ("cramping"), malaise ("malaise"), arthralgia ("extremely severe joint pain"), back pain ("back pain"), adnexa uteri pain ("pelvic area including ovaries, uterus and tubes/abdominal and pelvic zones became painful/chronic pain"), uterine pain ("abdominal and pelvic zones became painful/chronic pain/pelvic area including ovaries, uterus and tubes"), menorrhagia ("my cycles have been heavier"), swelling ("swelling"), abdominal distension ("bloating"), ovarian cyst ("cysts on my ovaries"), night sweats ("night sweats "), infection ("unidentifiable constant infections"), abdominal pain upper ("painful to stomach") and scar ("scar tissue") and was found to have philadelphia chromosome positive (seriousness criteria hospitalization and medically significant), blood count abnormal ("elevated blood count"), blood pressure increased ("elevated blood pressure"), heart rate increased ("elevated heart rates"), body temperature increased ("elevated temperatures") and quality of life decreased ("my quality of life has suffered"). The patient was treated with imatinib mesilate (gleevac), ondansetron (zofran) and surgery (d and c, leep). At the time of the report, the pelvic pain, uterine inflammation, philadelphia chromosome positive, mixed connective tissue disease, metrorrhagia, autoimmune disorder, inflammation, dysmenorrhoea, abdominal pain, nausea, lethargy, abdominal pain lower, malaise, arthralgia, back pain, blood count abnormal, adnexa uteri pain, uterine pain, menorrhagia, swelling, abdominal distension, blood pressure increased, heart rate increased, ovarian cyst, night sweats, body temperature increased, infection, abdominal pain upper, scar and quality of life decreased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri pain, arthralgia, autoimmune disorder, back pain, blood count abnormal, blood pressure increased, body temperature increased, dysmenorrhoea, heart rate increased, infection, inflammation, lethargy, malaise, metrorrhagia, mixed connective tissue disease, nausea, night sweats, ovarian cyst, pelvic pain, philadelphia chromosome positive, quality of life decreased, scar, uterine inflammation and uterine pain with essure. The reporter considered menorrhagia and swelling to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, disability/permanent damage, required intervention and other serious) but did not specify it to one of the events. Another top specialist said though my bcr is elevated I did not have leukemia. Diagnostic results: on an unspecified date, the patient underwent ultrasound scan and cat scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.